Event description:
The following report has been received from a hemodialysis user facility: it was reported that a pt had a suspected dialyzer reaction or hypersensitivity event occurring on (B) (6), 2008. The facility has been contacted for additional info on this event. In speaking with the reporter, it was learned that this pt was brand new to dialysis. The symptoms reported were shortness of breath and crushing chest pain. The md was notified and the pt was given a 50 mg dose of diphenhydramine and 1000 ml bolus of normal saline. The symptoms did not improve, so the pt was sent out 911 to the ER. It was identified that the nephrologist evaluated the pt in the ER and diagnosed the event as a dialyzer reaction. The pt returned to this unit where he has since been using the exceltra dialyzer with no further ill effect. There is no sample and the lot is unk. A request was made for additional detail of this event and to date, no further info has been able to be obtained.